Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: broken controller clipspecific component(s) involved: external controller malfunctionadditional text: broken controller clipother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type: